Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician treated the patient¿s great saponaceous vein (gsv) with venaseal under heavy sedation. The lumen was flushed prior to use and the IFU followed. The vein successfully closed and no issues were reported during the procedure. The patient spent four days in hospital following the procedure. The patient reported that she had a serious reaction to venaseal and was seeking information on how to counter the negative side effects. The physician confirmed that the patient had phlebitis and was prescribed nsaid¿s and antihistamines and was sent for a follow up scan.

Manufacturer narrative:
Additional information reported that compression of gsv was preformed as per IFU, the catheter tip was 5cm caudal to sfj, no challenges or deviations related to location of catheter tip prior to initial delivery of adhesive. The patient was discharged and nsaid and antihistamines used for the treatment was otc. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.